Event description:
It was reported to boston scientific corporation on december 12, 2008 that a corflo cubby low profile device was used in a procedure. According to the complainant, the balloon did not inflate properly. The procedure was completed with this device. No patient complications were reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.